Event description:
Invalid result (s). Test cassette did not produce a result. User appeared to have performed the test correctly. The cassette pouch was not damaged prior to testing. User had disposed of test pieces and box leaving them unable to provide lot number and expiration date information.